Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with 99% stenosis. Pre-dilatation was performed with a non-abbott balloon, which resulted in a grade c dissection. The study stent was then placed, followed by ultrasound which revealed a dissection and hematoma between the media and adventitia, therefore the dissection was treated with a cutting balloon and the placement of several non-abbott stents. Several hours post procedure, chest pain occurred and st elevation was noted. Urgent angiogram was performed because acute myocardial infarction was suspected. A total occlusion in was noted in the distal rca. The occlusion was treated with cutting balloon and a non-abbott stent. Subject was discharged (B)(6) 2009 on aspirin and clopidogrel. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant equipment: stents:(2) 3.5 x 30 mm driver; (2) 3.5 x 24 mm unspecified bare metal stents; liberte 4.0 x 20 mm; balloon catheter: boston scientific there was no reported product deficiency. The reported patient effects of myocardial infarction (mi), occlusion, and angina as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.